Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9119997. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on their evaluation of the provided photograph, our quality engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue.

Event description:
It was reported that during use the injected contrast agent leaked at septum with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: this case happened in the CT room of the hospital. During the use of the product, the injected contrast agent flowed out from the septum of the indwelling needle.